Manufacturer narrative:
Received one device. Confirmed customer complaint of ¿cassette sensor defective¿ when cassette would attached to unit, unit would alarm with cassette not attached properly. Replaced downstream occlusion sensor (dso) and seal. Calibrated dso. Preformed downstream occlusion test unit passed test. Updated software to the latest version and reset to standard configuration. Performed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an issue with the cassette sensor. There was no patient involvement, no patient injury was reported.